Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. (B)(4). Corrected data: d4: the device serial number was reported as (B)(4) in the initial report and has been updated to (B)(4). Due to the change in serial number, it was determined that this complaint was a duplicate of complaint (B)(4). The evaluation for that complaint was completed and is being added to this complaint. H10: this device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the device did not function and was locked. The device also failed pretest for check external leak tightness and check internal leak tightness. Therefore, the reported condition was confirmed. It was noted that the device was locked due to some of the parts being damaged by failures in the cleaning and lubrication processes, there was excess liquid residue detected inside the device, and there were signs of oxidation. The assignable root cause was determined to improper device maintenance. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
UDI: (B)(4). The actual device was returned for evaluation. The device was evaluated and it was determined that the had general wear and a noisy strange sound. Therefore, the reported condition was confirmed. However, since the investigation is still on-going, the assignable root cause could not be determined at this time. Once investigation has been completed, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that the pen drive device motor had noise and low power. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown but was noted to have occurred in 2019. All available has been disclosed. If additional information were to become available, a supplemental medwatch will be submitted accordingly.